Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported: we are finding the stylet (lollipop guidance icon) is not dropping as it should, the stylet disappears frequently during insertion thus we have to continuously reset . Also in the last month PICC lines have been quite deep within the ra (incidentally found with cxr for other reasons) despite perfect p wave tracings. We have had perfect rhythm strips indicating that we are at the cavoatrial junction, but on xray the PICC is lying in the atrium and I think once the ventricle. Also, we keep losing the bullseye. There was no reported patient injury.